Event description:
Postoperative diagnosis: patient primary total hip arthroplasty. Subject suffered peri-prosthetic fracture and removal of femoral components as well as exchange of liner was performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Postoperative diagnosis: patient primary total hip arthroplasty. Subject suffered peri-prosthetic fracture and removal of femoral components as well as exchange of liner was performed.